Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-01201. It was reported the pt discontinued use and charging of the scs system for approximately 3 months after implant. Recently, uncomfortable stimulation was felt in different areas of the pt's body. The pt would like the ipg removed and the lead may remain implanted. Follow-up revealed impedances were normal on some contacts and low on others. Previous programs were deleted and turned off magnet mode. Surgical intervention may occur at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.